Event description:
Customer reported that insulin would not exit the tubing. Customer reported being recently going to the emergency room due to a high blood glucose level. Blood glucose level was 506 mg/dl at the time of the emergency room visit. Troubleshooting showed that the insulin pump had recently returned a no delivery alarm. At that time, customer treated with a manual injection. Blood glucose level at the time of the call was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).